Event description:
It was reported by service report that the patient left track was partially torn and the ankle strap was missing its buckle. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Track; restraint strap.